Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not functioning properly and keeps beeping and flashing compromised force sensor system alarm. Customer blood glucose at the time for the call unknown. Customer was advise to treat blood glucose per health care professional instructions. Pump will return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised forced sensor system during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised forced sensor system.